Manufacturer narrative:
(B)(4). The device was received for evaluation. This complaint is an ancillary service event. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 01:09:05. During night drain cycle three, the patient's ultrafiltration reading was 1470ml, indicating the home patient (hp) drained 1470ml more than their maximum programmed fill volume of 1900ml. No additional information is available.